Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump's black box only contained records from (B)(4) 2014 with pi date (B)(4) 2014. All of the loss of prime warnings in black box were cartridge related. The pump was exercised for 24 hours at a 1 unit/hour rate with no loss of prime warnings or other alarms observed. The pump's force sensor was found to be in calibration. The customer's complaint could not be duplicated. Unrelated to the loss of prime allegations, the battery compartment was cracked from the battery cap towards the case seal. The cartridge was also returned to animas and evaluated on (B)(4) 2014. The results of that evaluation are below. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.